Event description:
Description event details: I want to relay feedback from one of our customers using bd phaseal infusion adapter c100. They had few incidents where significant volumes of air have come into the line despite having drug remaining in the bag (with bd phaseal infusion adapter c100 attachment) and this cause significant disruption during infusion. They would like to know if you have received similar issue with this product attachment and if you have any recommendations that would be much appreciated. Additional information was the reported event associated with a single patient or multiple patients? If it involved multiple patients, kindly specify the date of occurrence. Multiple patients date of occurrence (B)(6) 2025. In previous response received as kindly provide lot no. Not available. Product was used by 3rd party. Could you kindly verify if they are qualified healthcare professionals? Yes they are qualified hospital staff. Based on above response received a follow done on below questions: requesting the response for additional details mentioned below. Could you please confirm the number of patients who have been impacted? Could you please confirm if all the patients are affected by the same material and lot number? If not, could you provide the details of the other materials and lot numbers. 29-jan-2025. Received an email response from complainant for information for the task#(B)(4). Answers added in additional follow up tab. (B)(6).

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. If you encounter any further issues, please take a photo or keep the defective product, as this will help us identify the root causes. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.